Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test, prime test, operating currents, selftest and off no power. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The alarm confirmed in history file. Drive support disk was inspected and no anomaly was noted. No blank display noted. Pump received with scratched lcd window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 124 mg/dl. The device was returned for analysis.